Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 404 mg/dl (aviva expert, system 1) and 69 mg/dl (aviva, system 2). Customer was sent to the ER by the medical team and admitted for 2 hours; no treatment was received. No strips will be returned. No product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva expert - system 1, (B)(6) - aviva - system 2. Device will not be returned.